Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Patient called back reporting the same issue about seeing the maximum settings screen (oor). Patient stated that they haven't used their external devices since the issue occurred, then mentioned previously reported information regarding being told to change to a different program. Patient stated that they were on one program for a long time, and that recently, they were also seeing the device not responding screen, then they were seeing the oor screen. Agent reviewed general therapy information and redirected the patient to their healthcare provider (hcp) to further address the issue. Agent also reviewed role of manufacturer representative (rep). Pt called back repeating the same issue, they could not increase past 3.6 then it showed max settings and when they tried different programs they could not increase past 0.5, plus their symptoms came back, they can't it and their symptoms were "over the moon" they had to get up 3 times in one hour last night. Patient services (ps) reviewed the meaning of max settings and the potential for the ins battery getting low, redirected to their doctor for further support.

Manufacturer narrative:
B3.date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were still having a lot of problems with their bladder going too quick. The patient tried to increase the stimulation this morning and they got a message that said "the system is operating at maximum setting and can't be increased." The message came up last week. The patient had not had any falls or accidents. The patient was in the hospital for 5 days two weeks ago for a severe uti. The agent walked the caller through changing programs and increasing the stimulation on each program. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.